Manufacturer narrative:
Medtronic received additional information that the replacement was due to moderate stenosis and endocarditis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and ten months post implant of this 33mm bioprosthetic valve in the mitral position, the valve was explanted and replaced with a valve of the same size for unknown reasons. No additional adverse patient effects were reported.